Event description:
Info received indicates the caster continues to ratchet from side to side when brake.

Manufacturer narrative:
The technician found the caster was worn. He replaced the brake caster to repair the bed.